Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they kept getting a message on their controller that said settings not available, cannot provide your desired intensity settings. Patient said they were in a lot of pain right now because this weekend their back decided to have a fit. The patient was redirected to their healthcare provider to further address the issue. Patient stated they see the message in both groups a, b, and c, and they use group b the most. Patient stated they first saw message last week. Additional information was received from the patient. It was reported that their #14 electrode is not working. They revamped the settings and the issue has so far been resolved.